Event description:
It was reported that on (B)(6) 2010 the patient had a replacement pacemaker placed with no reported complications. The new device was checked on (B)(6) 2010 and was working fine. On (B)(6) 2010, the patient developed increased shortness of breath and abdominal pain and was readmitted with acute systolic heart failure. The patient was discharged on (B)(6) 2010 and died on (B)(6) 2010. It was reported that the patient was not pacemaker dependent. The cause of his death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.